Event description:
It was reported by service report that the head end lift was not functioning and it was stuck in the up position. There was patient involvement; however, no adverse consequences were reported.